Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected shutdown occurred. There was no reported adverse impact to the customer's blood glucose level. Upon follow up, the customer declined to perform troubleshooting and declined to provide additional information regarding the events.